Event description:
During by-pass, an open-heart coronary artery bypass graft(CABG)operation with cross clamping was performed. I noticed a rise in venous blood return and a drop in arterial blood flow (cardiac output) despite raising the revolutions per minute (rpm's) of the 550-bio-console. I immediately engaged a hand crank device and restored the calculated blood flows.